Event description:
It was reported that the warmer drape melted a hole while in use contaminating the contents of the container it was holding, (ns, as reported by the user). No patient injuries, infections or complications were reported.

Manufacturer narrative:
On 13-mar-2026, a user facility reported that a warmer drape melted and developed a hole while in use, contaminating the ns it was holding; no patient injuries, infections, or complications were reported. The suspect device is ors-100 (warmer drape), lot: 4465la0600 (UDI: (B)(4); the device was not available/returned for evaluation, so no physical examination was performed. A record-based plant investigation (edhr review) for lot: 4465la0600 (B)(4) units manufactured 13-14 nov 2025) confirmed manufacture and release per approved procedures with no related nonconformance's, deviations, rework, or reprocessing documented, and inspections were completed per edhr; the defect could not be replicated in manufacturing and applicable controls/procedures (including wi-dr-034 rev. 40 and form-corp-0375 rev. B) were deemed adequate. Risk assessment determined low risk (occurrence 1; severity 2; risk level 1) with no escalation required (track and trend); actions included complaint notification and a quality alert (08-apr-2026). The investigation conclusion remains undetermined/inconclusive due to lack of sample/images/videos; a potential contributor could be misuse or equipment malfunction (heat under drape). This report is submitted as a 30-day malfunction/product problem report.